Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 195,136 joules while using the surgical fiber during a prostate procedure, the output beam "stops up and lights up" without reason. Time expended: 27 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient" - there was no injury reported.